Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber broke after using 19466 joules and two minutes and six seconds of fiber use. It was confirmed that the fiber was not cleaned during the procedure. The procedure was completed using another fiber. There were no patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection identified that the connector cone, segments, and tabs appear in good condition and secured, but the fiber body was bent between the control knob and distal tip. Microscope inspection found that the glass cap exhibited mild devitrification at the output window, please note that fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. Also, the metal cap exhibited mild debris adhesion on its surface, indicative of tissue contact. The hene (helium-neon) test found that there was fiber body break between the control knob and the distal tip. Therefore, the reported allegation was confirmed.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber broke after using 19466 joules and two minutes and six seconds of fiber use. It was confirmed that the fiber was not cleaned during the procedure. The procedure was completed using another fiber. There were no patient complications.